Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the lead was returned severed approximately 57.6 cm from the terminal end; only the proximal segment was returned. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lead lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead in the left bundle branch area for pacing, the position was not ideal, and the physician went to retract the lead helix and felt resistance. After multiple attempts to pull the lead back the ring tip appeared bent on x-ray. Eventually the lead was extracted; however, the helix broke, and this portion remained in the patient. It was stated that the patient experienced no adverse effects and there was no report of attempts to retrieve the fragment. A new lead was successfully implanted. The lead was received for analysis. Additional information received indicated that the lead tip had been located high mid-septum at the time of the event. The helix was embedded in the septal wall and attempts to retrieve it were unsuccessful. X-ray confirmed that the lead tip remained in the patient. It was stated that the patient experienced no subsequent adverse effects

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the lead was returned severed approximately 576 mm from the terminal end; only the proximal segment was returned. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lead lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead in the left bundle branch area for pacing, the position was not ideal, and the physician went to retract the lead helix and felt resistance. After multiple attempts to pull the lead back the ring tip appeared bent on x-ray. Eventually the lead was extracted; however, the helix broke, and this portion remained in the patient. It was stated that the patient experienced no adverse effects and there was no report of attempts to retrieve the fragment. A new lead was successfully implanted. The lead was received for analysis.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead in the left bundle branch area for pacing, the position was not ideal, and the physician went to retract the lead helix and felt resistance. After multiple attempts to pull the lead back the ring tip appeared bent on x-ray. Eventually the lead was extracted; however, the helix broke, and it remained in the patient. A new lead was successfully implanted without adverse effects. The lead was received, and analysis is in progress.